Event description:
Customer reported that they use two lateral oblique images during treatment. By error, they swapped the left and right images by mistake. This was identified prior to any treatment, but there is a possibility of a mistreatment to occur. The software does not have a way to detect this. If the user does not verify the images prior to treatment, the software can position the patient in an incorrect location for treatment.

Manufacturer narrative:
Instructions for use on this device inform the user how to select the correct orientation of the imported picture or to change as appropriate. This is intended as a verification of the patient's orientation.